Manufacturer narrative:
The actual device was not available; however, two photographs were received for evaluation. Visual inspection of the provided photos revealed residues of blood at the transition from the housing to the hansen. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that during patient treatment with a polyflux 210h an external blood leakage found immediately during connection to patient. The user replaced the product, and a new product was used to continue treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.